Event description:
Additional information received reported that the cause of the event was attributed to the "movement of the patient worked to the lead repeatedly and the part of anchor became pivot of this phenomenon. Then it lead to lead fracture." It was noted that the patient recovered.

Event description:
.

Manufacturer narrative:
Analysis of distal portion of the stimulation lead found that the conductor was broken: anchor site unknown. All four conductors appeared to be broken and the outer insulation appeared torn 18.7cm from the distal end.

Event description:
It was reported the spinal cord stimulator system effect had been reducing. Lead impedances were out of spec and lead "cut" is suspicious according to an x-ray inspection. An explant was performed. It was reported that it was "too synechia to implant new leads then laminectomy was performed." The lead could not reach the target position. The operation ended up with removing only partial lead. In "some months," an operation would be set up to remove the rest of the leads.

Manufacturer narrative:
Product ID neu_silicone anchor, lot # unknown, explanted: (B)(6) 2012, product type accessory; product ID neu_silicone anchor, lot # unknown, explanted: (B)(6) 2012, product type accessory. Analysis results for neurostimulator model 37702, serial # (B)(4) showed no anomalies. Analysis of lead model 3487a-33, lot #v330590 showed that all of the conductors were broken at or near the silicone anchor site 18.4 cm from the distal end. The outer insulation was intact. The lead was stretched and kinked at conductor #0. All of the circuits were reported to be open with no short circuits seen. Analysis of lead model 3487a-33, lot # unknown showed that the lead was severely stretched on the proximal end and all of the conductors are pulled off and the connectors were not returned. The outer insulation was separated at the butt joint adjacent to connector #0. Two conductors were reported to be broken 24.8 cm from the distal end. In addition, two conductors were broken 25.6 cm from the distal end. The silicone anchor was loose on the lead and the original location could not be identified. All of the circuits were reported to be open with no short circuits seen. Analysis of lead models 3487a-33 lot #v49079 and lot #unknown showed no significant anomalies. All 4 of the returned extension components showed no significant anomalies. Both of the returned silicone anchor components (lot #s unknown) showed no significant anomalies.

Manufacturer narrative:
Product ID (B)(4), lot# serial# (B)(4), implanted:, explanted:, product type: extension; product ID (B)(4), lot# serial# (B)(4), implanted:, explanted:, product type: extension; product ID (B)(4), lot# serial# (B)(4), implanted:, explanted:, product type: extension; product ID (B)(4), lot# serial# (B)(4), implanted:, explanted:, product type: extension; product ID (B)(4), lot# v330590, serial#, implanted:, explanted:, product type lead; product ID (B)(4), lot# v49079, serial#, implanted:, explanted:, product type lead; product ID (B)(4), lot# unknown, serial#, implanted:, explanted:, product type: lead; product ID (B)(4), lot# unknown, serial#, implanted:, explanted:, product type: lead; (B)(4) - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Clarification/correction: product ID 3487a-33, lot # v330590, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead. Product ID 3487a-33, lot # v497079, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead. Clarification/correction: further evaluation of the event indicated that the one of the leads (model 3487a-33) previously reported with lot# unknown should have a lot # of v330590 (implanted: (B)(6) 2009, explanted: (B)(6) 2012). The analysis results of this lead showed no significant anomalies (the same results as previously reported under analysis of lead lot # unknown). In addition, the second lead (model 3487a-33) previously reported with the lot# unknown, was determined to have a lot # of v060449 (implanted: (B)(6) 2009, explanted: (B)(6) 2012). The analysis result of this lead showed no significant anomalies. Finally, lead model 3487a-33 lot# v497079, which was had previously reported analysis results of no significant anomalies, was determined to have the following analysis results (which were previously reported under the same lead model but "unknown" lot #): "the lead was severely stretched on the proximal end and all of the conductors are pulled off and the connectors were not returned. The outer insulation was separated at the butt joint adjacent to connector #0. Two conductors were reported to be broken 24.8 cm from the distal end. In addition, two conductors were broken 25.6 cm from the distal end. The silicone anchor was loose on the lead and the original location could not be identified. All of the circuits were reported to be open with no short circuits seen."